Manufacturer narrative:
The incident sample has been requested but to date has not been received at the manufacturing site for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports particulate matter in syringe; contamination on inside of barrel of syringe.

Manufacturer narrative:
Submission date: (B)(6) 2018. An investigation was performed for the reported customer complaint: ¿the customer reports particulate matter in syringe; contamination on inside of barrel of syringe.¿ a review of the device history record (DHR) for the reported lot number 726932x indicate product and specification requirements were met. A lot cannot be released unless it passes all quality and conformance requirements. During the manufacturing of the syringe assemblies, every precaution is taken to prevent contamination by foreign materials. Syringes are assembled using automated equipment, with a minimal amount of handling during processing. Control mechanisms are in place to maintain product quality. These include, but are not limited to: material verification/certification processes, dimensional specifications, machine maintenance requirements, particulates and extraneous matter and embedded particulates and extraneous matter, or inclusions in molded parts, shredding, or fiber tear upon opening of softpack packaging and personnel training/certification. Molded component records were also examined with no issues noted. A review of changes to product and process has been conducted identifying no affecting changes related to this reported event. This syringe is intended to be a single use syringe and not qualified as a prefill syringe. Three (3) unpackaged syringe samples were received for evaluation. A complete investigation was performed. One of the syringe samples contained a white colored substance on the inside diameter of the syringe barrel behind plunger tip. It was not located in the fluid pathway. A brownish colored airburn embedded in the syringe barrel wall was also noted. A broken luer tip was identified on the second syringe sample, along with a loose white particulate flake on the inside diameter of the syringe barrel, again behind the plunger tip, not in the fluid pathway. No defects were identified in the third syringe sample. The particulate matter observed appears to contain white paper-like debris. This was determined to most likely come from the lidding. The lidding is the paper-like part of the blister packaging for each individual syringe. Other potential causes of the reported event could include: contamination during the manufacturing of this product due to the blade(s) being dull and not cutting smoothly, the hvac air filtration not performing properly, or trim removal system being plugged or full. Various process checks have been implemented to prevent these potential issues from occurring. The blades are monitored and changed as needed on a regular basis. The belt speeds are also monitored throughout each production run to detect when speeds slow down which may indicate the blade(s) are dull and are in need of replacement. The hvac air filtration system is verified at machine startup, as well as at regular intervals. Each shift, the trim removal system is monitored to evaluate when clearing is needed. It is also possible that contamination occurred at the time the end used opened the packaging. If the lidding were to shred or produce fiber while being torn, the contamination could have occurred at this point. One of the syringes also confirmed to contain a dark, brownish-colored airburn found to be embedded in the barrel wall. Dark or white airburn within the barrel wall are inspected immediately following a mold setup/startup and also at intervals throughout the production run. Whenever airburn is identified within any molded component, the mold is wiped out to clean off any potential residue that may collect on the core pins. Based on the available information, there is insufficient evidence indicating specifically that any of these scenarios occurred. The reported customer complaint is confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.